Manufacturer narrative:
The event date is unknown. (B)(4). Neither the device, nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an acdf procedure at c3-c6. According to the report, "screw(s) and the plate backed out" sometime post-operatively. Revision surgery has been scheduled, but no other information has been reported.